Manufacturer narrative:
One sample of taperguard endotracheal tube part number (B)(4) without a lot number was received. Visual inspection was performed verifying all the components were assembled according to manufacturing process. A cut in the cuff was observed which would have been detected immediately in the manufacturing process. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had an unknown failure. There was no patient involvement.